Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse its contents. Expected infusion time is unknown; however, there was 80 ml of solution remaining in the device after 50 hours of use. There was no patient injury, medical intervention or adverse event reported to be in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The lot 14g007 was manufactured from july 08, 2014 to july 09, 2014. Evaluation summary: the device was received for evaluation. Visual inspection on the unit (via the naked eye) revealed no signs of blockage or physical abnormality. A functional test was performed and continuous flow was visually observed at the distal luer. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.